Event description:
Infection diagnosis/onset was (B)(6).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient's previous pain pump had been removed during the month of january due to a pocket infection. Additional information has been requested; a follow-up report will be sent if information becomes available to us.

Manufacturer narrative:
Catheter model # 8709sc lot # n296628003 implanted: (B)(6) 2011 explanted: unknown.

Event description:
Additional information: the pump contained morphine sulfate. The date of the last pump refill was (B)(4) 2011. The date of onset/diagnosis of infection was reported as "(B)(6) 2011". The patient did not have meningitis. The symptoms of infection included: redness, swelling, and pain. The location of the infection was the device pocket. A culture obtained of the device pocket revealed (B)(6). The patient was treated with intravenous antibiotics. The patient's outcome was reported as infection resolved.